Manufacturer narrative:
The medical center discarded the impella product at the time of explant. No benchtop analysis to root cause is possible. Should new information be shared that leads to root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medial center had an impella cp placed for support of a patient admitted in cardiogenic shock, in which there was an impella access site bleed. The bleed was not remedied by manual hold or femostop. The team had to infuse 2 units of blood back to the patient.